Event description:
A customer reported that an abo mistype occurred on galileo 10057.

Manufacturer narrative:
A review of the image result files showed that test wells appeared to be either empty or dense. The anti-b test well appeared to be mixed-field. An immucor field service engineer performed the unexpected reaction checklist and all parameters were within specification. The front sample probe had a small obstruction at the tip causing the pbs to partially dispense horizontally. Repeat testing was performed with the sample and the expected results were obtained. The system is operating according to specifications.